Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups with the healthcare provider, no additional information has been provided such as cause of death, device status, operative report, relevant medical records...etc., therefore, no further investigation can be performed into the root cause of this report. There has been no information to suggest a device quality deficiency that may have contributed to this event.

Event description:
Through follow-up, it was learned that the patient expired due to pulmonary edema and hematolytic abnormalities. The surgeon indicated that the edwards' device did not cause or contribute to the patient's death. Patient medical records indicate no information to suggest a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired after an implant duration of approximately 9 days. The cause of death was not reported despite multiple follow-up attempts with the healthcare provider.